Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did not show any indications where the unit was unable to read ECG as a result of a device malfuntion. There is evidence in the log that there may have been poor coupling between the ECG leads and pads with the patient. At one point, an ECG signal was obtained via pads, but then the pacer function was activated which automatically switches viewing through leads. The customer has been advised that the accessories used in the event be evaluated for wear as well as ensuring electrodes are firmly attached to the patient. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.